Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps mainboard issue was verified upon powering up device. Physical condition of device revealed top case chipped by the front left and right bottom corners. Cracked by tube holder. Cracked battery door and broken tables on bottom of case. Visible contamination by the "l" bracket pole clamp and by the a/c cord clamp. This was caused by care of the device and fluid ingression was revealed. Action was taken to replace the replace main pcb, interconnect board and radio board. Replaced top case. Performed power up process and uploaded software.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps main board issue and top case damage. No adverse patient events reported.